Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like the cardiac resynchronization therapy defibrillator (crt-d) was shifting in the chest down under the arm. Through a video visit with the patient, the healthcare professional could see that the skin was not broken, but it did appear that the device was sticking out at the superior lateral edge causing a lump. The patient had no complaints except that the device gets caught on clothes sometimes. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.